Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are overfilling. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 17-sep-2024. Investigation summary: bd received 100 customer samples for investigation. The customer samples and 100 retention samples from the same lot # were visually inspected with no issues identified. Additionally, 10 customer return samples and 10 retention samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are overfilling. There was no health impact or consequences reported.